Event description:
It was reported that the patient presented to the hospital for a follow-up on (B)(6) 2022 with syncope and chest discomfort. During examination of leads, it was noted that there was noise on the right ventricular (rv) lead which led to inhibition of cardiac pacing. The physician performed lead revision procedure where the rv lead was capped and replaced on (B)(6) 2022. The patient was in stable condition.